Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain 5 of 5 of peritoneal dialysis therapy. It was determined that the patient¿s drain volume equaled 3693ml and the fill volume equaled 2300ml. The patient felt overfilled. The technical service representative (tsr) assisted the registered nurse in disconnecting the patient the proper aseptic way and ending therapy. The tsr discussed the use of continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A device history record review revealed no issues that could have caused or contributed to the reported issue. During evaluation, an internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The pneumatic system was tested and found to be working to specifications. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.